Manufacturer narrative:
No sample was returned for eval. A review of the device history record for this lot # did not show any potential cause for the reported problem. An analysis of labeling did not reveal any references to tip breaking. (B)(4).

Event description:
It was reported that during a laser lithotripsy/stent placement, the ureteral catheter tip broke off of the catheter and remained inside the pt's ureter. The doctor was attempting to locate and lase a stone located in the pt's lower distal ureter. The doctor dilated the ureter but was unable to pass the ureteral catheter beyond the stone. He then passed a glidewire beyond the stone after which, he was able to pass the ureteral catheter beyond the stone. Upon removal of the ureteral catheter, he noted the catheter tip was missing. The doctor continued and successfully lased the stone then decided to allow the ureter to cool down before attempting to retrieve the missing catheter tip. He placed a double j ureteral stent, 6 fr, hoping the stent will dilate the ureter enough so that the tip will pass on it's own. The doctor planned to leave the stent in for a week to 10 days, then remove the stent in anticipation of the catheter tip passing through the dilated ureter. When the doctor removed the ureteral stent, the pt voided the indwelling catheter tip. No further complications were reported.